Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a lunch while using the ilet on the third day, with the system delivering approximately 17 units of insulin for that meal; the user had required about 5 units for a similar meal the prior day, and orange juice was used to correct the low with glucose rising to 135 mg/dl after 15 minutes. Symptoms included dizziness and a fast heart rate associated with a documented low of 63 mg/dl. Outcomes included a transient hypoglycemic event of approximately 15 minutes without hospitalization or professional medical intervention. Investigation included review of synced device reports and user education on consistent meal announcements while the ilet adapts. Investigation of this case revealed no device alarms, no ketone involvement, and that the event was consistent with hypoglycemia of unclear cause during early adaptive use, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.